Event description:
Customer reported that the alarm has power, but no alarm tone when pressure is off the pad. The alarm was tested with new batteries and new pads. No other damage reported by the customer. No pt incident or injury was reported.

Manufacturer narrative:
Results: initial evaluation of the returned product found that the unit does alarm when pressure is off the pad. The unit passed all the functional tests. When re-tested in electronics, intermittent nurse call function was discovered. Note: instructions for use state that when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the pt unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. There will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. For safe use with nurse call cable: do not stretch or strain cable to avoid possible damage and possible malfunction. Do not attach cable to moving parts of the bed or chair that will cause strain or damage if the bed or chair is repositioned. Always position the cable so that moving parts (side rails, wheels, etc.) Will not cause strain or damage the cable. Do not run over the cable with carts or equipment. Do not wrap the cable tightly during storage. Always remove the cable by pulling on the jack. Do not pull on the cable. (B)(4).